Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's display was difficult to view. It was noted that the display was very dim. Analysis was unable to confirm the customer's comment that the programmer displayed white lines. The liquid crystal display (lcd) was replaced. Additionally, autonomous movement of the cursor was observed. An electromagnetic interference repair was performed. It was noted that one of the lower display hinge cover bullets was broken. The bullet was replaced. The handle grommet was damaged. The grommet was replaced. Reconfigured the hard drive, reloaded, and the software was updated. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed white lines, making the display difficult to view. The programmer has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.